Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, instability, loss of range of motion and loosening of femoral and tibial components approximately two (2) years post-operatively. All components were revised. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4) d10 - concomitant devices - vanguard posterior stabilized femoral component left 70mm catalog #: 183132 lot #: j6151967, biomet cruciate tibial tray 75mm catalog #: 141234 lot #: j6453739, vanguard series a standard patella 31mm catalog #: 184704 lot #: 645120. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.